Event description:
The reporter stated that the up arrow keypad button was not responding all of the time. She stated that the up arrow button had a delayed response and required multiple button presses in order to get a response or did not respond at all. It was also indicated that the up arrow button felt flat when pressed. The issue was reportedly noticed on (B)(6) 2011 and that the patient wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4): the up, down, and backlight buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.